Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not expose your system to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Reportedly, the pump was carried through the airport-security metal detectors. During troubleshooting with tandem technical support, the malfunction alarm was cleared.